Event description:
It was reported that the pump worked for two days "very good." At an unspecified time, it was noticed that the pump changed trigger source from ECG to ap "without any reason." The rn changed the operator mode to ECG; however "the pump did not work." The ECG cable was exchanged, but the same "problem occurred." The pump console was exchanged with another pump. This pump "worked perfectly." Follow up: the sales representative checked the pump according to third party service organization instruction. The customer attended the testing. The pump was tested very "intensively" but the problem was "not reproducable." All "conductions, triggery, and modi were tested without problems." The sales representative and the customer decided that the pump should be exchanged if the problem occurs again.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.